Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the product would not be returned. A complaint database search was conducted on the provided product code and identified similar reports. The root cause was attributed to user error due to cross threading and or product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Cup impactor threads are damaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.